Event description:
It was reported that there was a lead alert for increasing impedance on the right ventricular lead coils. Both the coil and pacing impedances have gradually risen since implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).